Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a car accident and burnt with the car. The cause of death was a car accident. The caller stated that the customer did not have any health issues may have led to the customer's passing. The customer¿s blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump cannot be returned for analysis as it burnt during the car accident.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.